Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory in addition to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Potential causes for a material separation include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, anatomical conditions, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible the device may have interacted with the heavily calcified, 90% stenosed lesion during advancement, causing the reported failure to advance, ultimately causing the reported material separation. Further interaction with the challenging anatomy during retraction of the device, as resistance was noted, may have contributed to the reported difficult to remove; however, this cannot be confirmed. In addition, it was reported that resistance was felt during removal of the graftmaster and force was applied. The rx graftmaster instructions for use (IFU) states: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device code 2017 - excessive force.

Event description:
It was reported that the procedure was to treat a perforation in left anterior descending (lad) with heavy calcification. The 3.5x19mm graftmaster covered stent was attempted to be advanced to the target lesion; however, the graftmaster failed to advance due to the anatomy and the shaft became separated. Resistance with the anatomy was felt during removal of the graftmaster device. Force was applied, and the separated parts were able to be removed from the patient. Another graftmaster device was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.